Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain two of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had disconnected from the patient line during therapy without using the proper disconnect procedures. The power was cycled to clear the alarm and proper procedures were reviewed with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by a use error, further specified as the patient had disconnected from the setup without using proper disconnect procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.